Event description:
It was reported that following post dilatation of a stent in the left iliac artery, during withdrawal of the balloon catheter through the introducer sheath, significant resistance was encountered. Continual exertion against resistance resulted in a segment of the balloon and catheter shaft detaching in the pt. A snare was successfully utilized to retrieve the detached balloon material and catheter shaft. Another balloon catheter was used to successfully complete the procedure and the pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Follow up indicated the lesion was extremely calcified. This balloon was also being used to dilate a stent in the vasculature, which is a non-indicated use of this device. Co believes the above factors may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel... Ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions or native or synthetic arteriovenous dialysis fistulae...any use of procedures other than those indicated in these instructions is not recommended... Only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system."